Event description:
Complainant alleged that during a shift check, the device displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) message. The customer was advised to fully extend the lifeband by pulling both straps until they stop. This action was performed, however, the issue continued to persist. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the front enclosure was cracked. From the condition of the platform, the damages appear to be due to wear and tear. Functional testing was performed and the reported user advisory 7 (discrepancy between load 1 and load 2 too large) was observed upon power up. Further inspection identified that the cause was that a single point load cell was not functioning properly. A review of the archive was performed and although no faults were observed on the reported event date of (B)(6) 2014, multiple ua 7 faults were seen on other dates. Based on the investigation, the parts identified for replacement were front enclosure and single point load cell. In summary, the reported complaint was confirmed during functional testing as well as archive review. The fault was attributed to a load cell not functioning properly. Following service, the device passed all testing criteria.